Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure and first inflation at 10 atmospheres for 1 second, it was noticed that pressure cannot be applied as the indeflator was not increasing in pressure. Furthermore, when balloon was removed, resistance was encountered during withdrawal and it was noticed that there was a rupture. The device was completely removed from the patient's body. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated which gave been due to the presence of solidified blood or solution that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood/solution before further inflation attempts were made. The device was removed from the bath and again attached to the encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or drop in pressure noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge (B)(4). The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure and first inflation at 10 atmospheres for 1 second, it was noticed that pressure cannot be applied as the indeflator was not increasing in pressure. Furthermore when balloon was removed, resistance was encountered during withdrawal and it was noticed that there was a rupture. The device was completely removed from the patient's body. The procedure was completed with another device. No patient complications were reported.